Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the distal tip of this whisper view guidewire broke off inside the patient's vein. It was not possible to remove the broken tip because the patient's vein was very thin. The lead could not be implanted in that vein and another possible vein was not present. The patient was scheduled to have an epicardial lead implant procedure. The tip of the guidewire remains inside the patient, but the rest of the guidewire will be returned to boston scientific for analysis.

Manufacturer narrative:
(B)(4).